Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The clinical investigator reported via phone call that they were admitted to intensive care unit due to diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 695 mg/dl. The customer was experiencing symptoms such as unresponsive, wide complex tachycardia, altered mental status, acute kidney injury and anemia. Customer was treated with intravenous insulin, calcium, bicarbonates, amiodarone and levophed fluid. The customer stated that insulin pump alarming due to empty cartridge and mention of dead battery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.